Event description:
It was stated post-operatively a lead was placed and after connection with the multi-lead trialing cable (mltc) two electrodes had high impedance readings. After cleaning of the mltc, switching with another ens and even replacement of a new programmer the impedances were still high. A new electrode was placed. The new electrode gave good impedance on all electrodes. It was stated with new electrodes good stimulation.

Manufacturer narrative:
Concomitant product: product ID 977a260, lot# 0206865484, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type. (B)(4).

Manufacturer narrative:
Analysis of the lead found no anomaly. The returned lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator, while the lead distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.